Event description:
The pt services rep (psr) assisting a (B)(6) male pt contacted zoll lifecor customer support service to report that the monitor screen would go blank when the electrode belt was plugged in. The pt was provided with a replacement electrode belt.

Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt (B)(4) has been completed. The reported problem (screen goes blank when belt is connected) has been confirmed. When the electrode belt is plugged in to a monitor, the monitor resets. Upon further investigation, it was discovered that the -5 v line in the trunk cable was shorted to ground. The root cause of the electrical short cannot be positively identified. Once the trunk cable was replaced, the electrode belt was fully functional. No adverse event resulted from the defective electrode belt. The pt received a replacement electrode belt.